Event description:
Additional info received via email 3-oct-2022. Event date updated: sometime in september. Event occurred during preventive maintenance.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3).

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Unit was scrapped without being investigated. The most probable cause would be a cracked front cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was scrapped.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.